Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. First session: - the MRI mode has been activated for 24 hours on (B)(6) 2025 at 11:04 (programmer time). - afterwards, the user tried to program other parameters without success since the MRI mode was active (pop up message displayed : ¿MRI_telemetryactionlimited¿). - this session was closed at 11:06. At that time, the MRI mode was still active. Second session: - a new session has been opened at 12:00 (most probably after the MRI exam). - upon interrogation, a pop up message has been displayed indicating that the MRI mode is active and if the user wants to deactivate. The used has confirmed the deactivation of the MRI mode. - the MRI mode has been deactivated accordingly. Based on the available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, on (B)(6) 2025, the physician has programmed MRI mode and the patient underwent the irm exam. It seems that the MRI mode was deactivated while the monitoring window was not closed. The physician did not notice any pop-up message indicating that the MRI mode was deactivated. The physician wants to know for how long the MRI mode remained active and the reason why it has been deactivated.